Event description:
Nellcor puritan bennett received a report from a biomedical engineer that the unit did not provide an audio alarm when the spo2 fell below the alarm limits. The pt was placed on o2. There was no adverse outcome to the pt.

Manufacturer narrative:
The biomedical engineer requested that a replacement speaker be sent but is not interested in returning the unit for eval at this time. A follow-up with the customer to request additional info will be made and if additional info is provided, a follow-up report will be submitted.